Event description:
It was reported that the latest transmission indicated that the right ventricular (rv) lead had t-wave oversensing (twos). The device was reprogrammed as a result. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that t-wave oversensing (twos) was occurring again. Follow up was conducted and it was found that no further reprogramming was done or planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.